Event description:
This patient underwent left ventricular assist device (vad) implantation surgery on (B)(6) 2015 with no complications and no significant right ventricular failure. The patient was extubated the first day post operatively. Later that afternoon and into the evening the patient developed pulmonary complications requiring reintubation. Per the physician the pulmonary issues and physiological response is thought to have contributed to right ventricular dysfunction. In addition to reintubation the patient was started on various intravenous medications to support right ventricular function prior to the decision to place a percutaneous rvad on (B)(6) 2015. The lvad was working fine and there were no issues with the lvad that contributed to the pulmonary issues or right ventricular failure. The plan is to convert from the percutaneous rvad to implantation of an indwelling rvad scheduled on (B)(6) 2015. It was reported that there have been no issues with the functioning of the lvad.

Manufacturer narrative:
Respiratory failure and right heart failure are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use (IFU) and more commonly occur in the peri-operative timeframe. The IFU addresses guidelines for optimal patient management. The root cause of the respiratory failure and right heart failure cannot be determined; however, clinical and patient factors including comorbidities are possible contributors to the event. Based upon available information there is no evidence to suggest a relationship to any device performance or manufacturing issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures and the use of the device are associated with numerous risks. Respiratory dysfunction and right heart failure are known potential adverse events associated with the implantation of all vads as outlined in the instructions for use (IFU) and more commonly occur in the peri-operative timeframe. No conclusion can be made regarding the event; however, clinical factors and patient comorbidities may have contributed. With review of the available information there is no evidence of any device manufacturing or performance issues contributing to the events. Pump remains implanted